Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for gastrointestinal/ pelvic floor. It was reported that patient had a fall on the road while running about 2-3 weeks ago and they fell on their side. Patient was trying to reach the healthcare professional (hcp) office but hcp is out of office until (B)(6) 2019. They reported having uncomfortable stim and getting shocking sensation down the back of their leg and into the foot. They stated it felt stronger in their bladder. Patient can definitely feel stim in their toes. They have tried turning stim down however that did not really help much. Patient stated that saturday (B)(6) 2018 was the first jolt sensation they felt and that it seemed to only be certain activities for them to feel the sensation like when they run with a certain angle, they would feel it. It was suggested that patient turn stim off until they can consult with their hcp. No further complications were reported.